Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4: patient reported new weight in most recent communication. H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what steps were or would be taken to resolve the previously reported issue, they replied they had, "turned on back to normal." The issue was reportedly resolved.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported a loss of therapy. They said about 8 months ago (confirmed 2019), they started having a loss of therapy. They went to the doctor's office and a manufacturing representative (rep) checked the device and said the device was not even on. The patient did not recall turning stimulation off. At the appointment, the device was turned back on to 'setting 1', but that setting didn't do anything. The patient stated that they were still dealing with urgency and accident issues for the last month. They get the urge and when they stand up to go to the bathroom, urine would run down their leg before they made it to the restroom. They had been experimenting with the settings, but 3.3 v caused them to have a lot of vaginal pressure and pain, so they decreased to 2.2, they that had not helped either. They mentioned that they did have a fall about 6 weeks ago, on their right side (where the ins is located). They wanted to make additional therapy changes. On the call the patient experienced poor communication with the antenna, but could not feel where the ins was located. The patient was going to call back when their husband was present to troubleshoot further and potentially change the program. The patient called back and were able to change from program 1 to program 2. The patient adjusted stim to where they felt comfortable stim vaginally. Patient services reviewed that if symptoms didn't improve the patient could increase stim or change the program.